Manufacturer narrative:
The reported medwatch mw5145064 did not provide a user facility name, address, phone number or email contact. Without the user facility's contact information, steris is unable to obtain additional information regarding the reported event. The endoscope delivery system subject of the reported event is unavailable for evaluation due to the user facility not being able to be contacted. Without the return or inspection of the subject device, a root cause cannot be determined. A follow-up report will be submitted should additional information become available. No additional issues have been reported.

Event description:
The user facility reported via medwatch mw5145064 endoscopy capsule deployed in oral cavity without deployment by physician. No report of injury.